Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and found the waste pump was not actuating, causing the leak. The fse replaced the waste pump and the instrument ran without any leaks. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The leak was a result of an overflow from the wbc (white blood cell) and rbc (red blood cell) vacuum isolation chamber in the analyzer. The leak was not contained, and was about 20 ml in volume. The leak was reported to be diluent and lyze, possibly mixed with blood, and spilled onto the counter. The operator cleaned the spill with paper towels and bleach. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing lab coat and gloves when the event occurred. There was no report of biohazardous exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.